Event description:
Initial result for a pt calcium was 12.6 mg/dl. When repeated, the result was 10.6 mg/dl. The incorrect result was not reported. Investigation has determined the issue is most likely caused by pre-analytical procedures, but a single cause could not be identified.